Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported a break in aseptic technique by the patient described as touch contamination. The assignable cause was not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report by a nurse in the USA of patient made mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the nurse reported that on an unreported date, the patient made a mistake of touch contamination (details not provided) and on (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. At the time of the report the patient had not recovered from the event of peritonitis. On (B)(6) 2012 baxter product surveillance contacted the pd nurse (pdn) and received the following additional information. The pdn indicated that the patient is still recovering from the peritonitis and on an unreported date, the patient was transferred to hemodialysis (hd). It was not known yet if the patient would be going back on pd therapy in the future. The pdn stated that due to the patient being transferred to hd, the patient was not re-trained on proper aseptic technique for performing pd therapy. The patient received treatment for the peritonitis with cefazolin and ceftazidime (doses, frequencies, and lots not reported). The pdn confirmed that the cause of the peritonitis was due to a touch contamination and not related to a baxter device or solution.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Should additional information become available, a follow-up will be submitted.